Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported being diagnosed with an infection on (B)(6) 2022. No further information was provided. Upon follow up the pdrn confirmed the patient was diagnosed with peritonitis and transferred to hemodialysis in may, no date was provided. Additional details surrounding the patient¿s hospital course and condition were requested however the pdrn declined to provide further information.